Manufacturer narrative:
Patient information ¿ patient height reported as: (B)(6). Exact patient weight reported as (B)(6). Report is for two (2) unknown rods. Additional product codes for the pangea system: mni, mnh, kwp, kwq. UDI: part number unknown, lot number unknown; UDI unknown. Implanted 2009; exact date unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with pangea system implants from l3 to s1 on an unknown date. Patient is reported to have developed adjacent segment degeneration and surgeon planned to remove the pangea implants from l3 to s1. A non-synthes system was planned to be utilized for implantation from t11 to l4. There is no allegation against the pangea devices, surgeon does not wish to connect the competitor's devices with the pangea devices. The patient reportedly underwent revision surgery on (B)(6) 2016 and the surgeon removed two (2) rods, eight (8) screws, and eight (8) locking caps/set screws. Patient was revised to non-synthes hardware. Procedure was reportedly completed successfully. This report is for two (2) unknown rods. This is report 1 of 3 for (B)(4).